Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the inlet filter on the heat exchanger was dirty/leaking. Additional malfunctions include the zip ties for the heat exchanger were replaced.